Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred under 5 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008 blu machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ccs. There was no patient injury or medical intervention required as a result of this event. The patient¿s hemoglobin dropped from 11.2 to 10.3, no medical intervention was required. The patient was offered to restart treatment, however, the patient refused. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. During the lot history review it was noted that there were three other complaints reported against the lot. There were two complaints for an internal blood leak (no samples) and one complaint for dialyzers that had broken header caps (no sample), which is unrelated to the current event. A review of the production record was performed. There was one dn on the lot and was unrelated to the current event. There was no other indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred under 5 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008 blu machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ccs. There was no patient injury or medical intervention required as a result of this event. The patient¿s hemoglobin dropped from 11.2 to 10.3, no medical intervention was required. The patient was offered to restart treatment, however, the patient refused. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported there was a dialyzer blood leak. The blood leak occurred at the onset of the patients treatment. The machine passed all necessary pretreatment testing and alarmed appropriately with a blood leak alarm. The blood was noted in the hansen and the lines were clamped. The machine was pulled. The sample was reported to be available to be returned to the manufacturing plant for physical evaluation. Additional information was requested, however to date has not been provided.